Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8,h3, h6. The device was returned to olympus for inspection and the reported malfunction was not confirmed. However, the device evaluation identified two reportable malfunctions; the charged coupled device unit was damaged and it resulted in noisy image based on the results of the investigation, a definitive root cause could not be established for the damage to the charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer info.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had black fluid leaking out of the body control unit during unspecified use. There was no report of patient injury or medical intervention associated with this event.